Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
Follow up information was received. It was informed that according to the clinical findings the patient's condition in the left was non-infectious. The patient recovered with treatment.

Manufacturer narrative:
A product sample was not returned for evaluation. The product history records were reviewed and the documentation indicated the product met release criteria. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reported product brand. Manufacturing investigation pointed to the difference in manufacturing processes for the reports country of origen market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. An internal investigation has been open to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information was received; it was informed that the patient experienced aseptic endophthalmitis requiring medical intervention, hospitalization, eye culture and treatment in the left eye.

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported that post operative endophthalmitis was confirmed on a patient's eye after intraocular lens implantation. A vitrectomy procedure was performed. There is no product sample available for this report as it still remains implanted in the patient's eye.